Manufacturer narrative:
Unit had completely broken reservoir tube lip, missing o-ring (reservoir tube) a test reservoir was installed and did not lock in place due to broken reservoir tube lip and cracked case at reservoir tube window corner. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was cracked at the reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.